Manufacturer narrative:
The taxus liberte was returned with the balloon tightly wrapped and was not subjected to positive pressure. Visual and microscopic examination identified the stent was misaligned and squashed. Struts were raised from the balloon at points along the length of the stent. The outer diameter (od) of the stent damage was measured and was not within specifications. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No further damage noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a coronary stenting treatment procedure, difficulty crossing occurred. The 75% stenosed lesion was located in a severely tortuous and severely calcified left circumflex (cx) artery. Pre dilation was performed with a 2.0mm x 12mm maverick balloon catheter. The physician then attempted to advanced the 2.75mm x 16mm taxus liberte coronary drug-eluting stent (des) system however, the des system would not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, analysis of the 2.75mm x 16mm taxus liberte coronary drug-eluting stent (des) system revealed stent damage.